Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation determined that the collision was caused by a metal handle on the table manufactured by maquet gmbh that was not in its intended closed position. The reason why the handle was not in the intended position at the time of the scan could not be determined. The table is validated for use in combination with the sliding gantry system; however, no communication interface exists between the table and the CT system (¿the [maquet] operating table system is not connected to the sliding gantry CT.¿ ¿ IFU sliding gantry, print no. Hc-c2-x05.610.32.08.02, p. 62). The instructions for use include a warning that injuries or damage may occur if the table is not positioned in the CT position (¿table not in CT position! - injury to the patient or personnel. - avoid collision of the gantry and the patient, or collision of other objects in the examination room with the gantry.¿ - IFU sliding gantry, print no. Hc-c2-x05.610.32.08.02, p. 13). Based on the investigation results, the CT system operated in accordance with its specifications. No device malfunction was identified. A safety assessment was performed, and no additional risks to patients or users were identified. No further actions, including corrective or preventive measures, are deemed necessary.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. The customer reported that, during a patient scan, the sliding gantry of the CT system collided with a table from the manufacturer maquet gmbh. No adverse health effects for the patient were reported, and no rescan was necessary. Material damage to the CT system covers and internal components was reported.